Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. After six minutes of the therapy cycle, the pressure started to drop. Additional fluid was instilled to restabilize the pressure without success. At seven minutes into the therapy, the physician removed the device from the patient and a small leak was noted. At this time, the physician opted to not open another device and considered the patient treated because seven minutes of therapy was achieved. No leak had been noted during the priming. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by the doctor that approximately 20cc was inserted and 15cc was extracted. There was no adverse patient outcome during the procedure. The uterus was anteverted with no fibroids. No sound nor dilation and curettage were performed. A hysteroscopy was performed pre-procedure.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. During evaluation, the catheter failed the leak test because it had damage to the balloon due to a housing puncture, however no other leaks were found.